Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the internal tsc standby was scheduled for es server v1.11 upgrade. A technical support specialist (tss) observed that during the es 1.11 in-place upgrade, the server entered a reboot loop upon login; after consulting se, identified a recurring temp file creation in c:\windows\temp (file name changing after each reboot) as the cause, which blocked upgrade progress, hence escalated for further assistance, later confirmed stable on the db server with app server validation in progress, and as of now no further issues reported with the previous issue resolved as per pse. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the internal tsc standby was scheduled for es server v1.11 upgrade. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.